Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : tasp bottom- mechanical (g04) - provisional bottom. The returned device exhibits signs of repeated use (nicks, gouges) and is fractured on medial side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 : foreign country : canada product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01604.

Event description:
It was reported that the instrument was damaged from normal use as small defects formed which interfere with the trial. The device was returned and found to be fractured. No parts fell into the patient. No known impact or consequence to the patient. The surgical technique was utilized. There was no surgical delay. The surgery was not completed with a another device. Attempts have been made and no further information has been provided.